Event description:
The consumer reported (B)(6)2023 da false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6)2023 on a nasal swab. Additional testing was performed three (3) days prior (B)(6)2023 using an unknown self-test with an unknown swab type that generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214669 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 214669, test base part number 195-430h / lot: 212687. The lot met the required release specifications. (B)(4). During intake, the customer noted that the patient swab was not rotated to the right 3 times after inserting into the test device. Please note, according to the package insert in195150 v6.0, failure to follow the instructions may result in inaccurate test results. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) on a nasal swab. Additional testing was performed three (3) days prior (B)(6) using an unknown self-test with an unknown swab type that generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.